Manufacturer narrative:
(B)(4). A2- age 80+. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: medical product: unknown persona femoral, unknown persona tibial tray, unknown canary stem. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found: cellulitis is a rapid-spreading bacterial infection of the dermis and subcutaneous tissues, often caused by normal skin flora or opportunistic residential bacteria, such as streptococcus pathogens. Cellulitis appears as localized redness, swelling, and rash that is hot and painful to touch. The bacteria enter the skin via any cut, abrasion, or break in the skin, thus placing postoperative joint patients at increased risk for the development of cellulitis. Other comorbidities that increase the risk for post operative development of cellulitis include smoking, diabetes, poor nutrition, obesity, poor hygiene, or circulatory problems. Cellulitis may be resolved on its own with conservative treatment but most often requires additional medical intervention, such as oral or intravenous antibiotics, to eradicate the infection. This is a limited investigation, as per gblw04003, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot identification are necessary for review of device history records, neither were provided. The root cause of the reported event was determined to be unrelated to the device. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on an unknown date and subsequently presented to the emergency department with cellulitis of the left lower limb. Attempts have been made and no further information has been provided.